Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not reoccur. The customer was informed they could continue using the pump and should call back if the issue recurs.